Event description:
Trach tube surgically placed. Approximately two days later, pt began gasping and making gurgling noises from her mouth. Attempts were made to add air to trach cuff. But was unable to do so. The pt's trach was changed out and the cuff found to be blown. An attempt was also made to insert another shiley 8dct, but the tube would not inflate. The pt coded and was orally intubated, but attempt was not successful.